Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. A review of the system logfile confirmed the malfunctioning of the frontal ip-pc. Upon functional testing, the fse found that that the ippc wasn't booting with the system. To resolve the reported issue, the fse replaced the cmos battery for ippc and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.